Event description:
Baxter reports a broken twist clamp was found on a transfer set. The home pt (hp) had to travel 60 kms to the nearest hosp to locate a pd program clinic to have the transfer set replaced. The pd nurse retrained the hp not to use too much disinfectant (sterilium) on the twist clamp and on the hp's hands. The date of how long the set was in use is unk. There was no pt injury or medical intervention associated with this incident according to baxter.